Manufacturer narrative:
Other applicable components are: product ID 3080, lot# l56607, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative reported a lead issue. They were doing a battery replacement for normal end of service (eos), and the patient didn't have any problem with the therapy. The manufacturer representative stated the when the boot was removed, the lead looked frayed, and it looked like one of the wires were broken. The damaged was at the connector at the proximal end contacts. There were no traumas or falls reported along with no unrelated medical procedures. It was stated the doctor was planning to replace the lead based on their statement during the call. The manufacturer representative was getting the new product at the conclusion of the call. This revision was going to occur (B)(6) 2016, the date of the call. Indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.